Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the canister. Customer's blood glucose (bg) level ranged between 500-600 mg/dl. Reportedly, the customer changed the cartridge to address bg level and to resolve the issue.